Event description:
Caller states, the pt tested 7.6 inr on the coaguchek xs system while a comparison lab returned as 14.8 inr. No actions were taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.